Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2018. The original surgery date is "unkown". The reason for revision is an alleged "sudotumor". During the revision, the "actetabular" cup was removed and replaced.